Event description:
It was reported that this right ventricular (rv) lead was attempted due to patient experiencing palpable diaphragmatic stimulation during high output testing in bipolar configuration and was confirmed via fluoroscopy. The implanting and a consulting physician speculate a lead integrity breach occurred involving insulation or conductor after attempting to implant in multiple positions. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
The return of the product was requested. If the product is returned, product investigation will be performed, and this complaint would be updated upon analysis completion.

Manufacturer narrative:
The return of the product was requested. If the product is returned, product investigation will be performed, and this complaint would be updated upon analysis completion. Upon receipt at our post market quality assurance laboratory, the muscle stimulation as reported code cannot be confirmed by product analysis- but was assigned cause, known inherent risk of device, based on the field report. The difficult to position allegation was confirmed based on field report and a finding of returned stylet in lead, bent. The physician speculates a lead integrity breach occurred involving insulation or conductor after attempting to implant in multiple positions allegations were not confirmed, based on normal lead resistance measurements, a passing hipot test and inspection which showed no conductor issues. The "known inherent risk" conclusion code was selected based on the field report of muscle/pocket stimulation, a known medical risk for implanted pulse generator systems (pacemakers, defibrillators, rhythm therapy devices and associated cardiac leads).

Event description:
It was reported that this right ventricular (rv) lead was attempted due to patient experiencing palpable diaphragmatic stimulation during high output testing in bipolar configuration and was confirmed via fluoroscopy. The implanting and a consulting physician speculate a lead integrity breach occurred involving insulation or conductor after attempting to implant in multiple positions. The lead was never in service. No adverse patient effects were reported.